Manufacturer narrative:
H10: the remote service engineer (rse) confirmed the reported issue while troubleshooting the device with the customer. The customer reported to the rse that the flow sensor assembly was replaced a month ago for an airflow specification problem. The rse informed customer that the v60 parts have a 90-day warranty and transferred the customer to philips parts ordering. After advising the customer to verify pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), and replace the da pcba, the rse also provided the customer with the part ID for the flow sensor assembly. The rse e-mailed the customer days later to follow up, and the customer notified the rse that a new flow sensor assembly had been installed, and performance verification testing was completed. The device passed required performance verification tests per philips standard and was returned to service. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00328. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "post proximal pressure sensor autozero failed" error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) confirmed the reported issue while troubleshooting the device with the customer. The customer reported to the rse that the flow sensor assembly was replaced a month ago for an airflow specification problem. The rse informed customer that the v60 parts have a 90-day warranty and transferred the customer to philips parts ordering. After advising the customer to verify pin alignment between the solenoids and data acquisition (da) printed circuit board (pcb), replace the proximal auto-zero solenoid (sol 3 and sol 4), and replace the da pcba, the rse also provided the customer with the part ID for the flow sensor assembly. The customer notified the rse that after a credit was received for a new flow sensor assembly, the flow sensor assembly was installed, and performance verification testing would be completed. The investigation is ongoing.